Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user newly started on the ilet experienced fluctuating blood glucose with a low of 58 mg/dl followed by a high of 339 mg/dl for a couple of hours after initial training, during which the user treated the low with a frappuccino and then ate a usual dinner; education was provided regarding ilet¿s conservative dosing during the learning period, correct meal announcements, and treatment of highs and lows. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness or other acute sequelae. Outcomes included self-management at home without ketone testing, medical intervention, or hospitalization. Investigation included complaint intake, user interview, and troubleshooting and education. Investigation of this case revealed no device alarms or malfunctions and suggested suboptimal carbohydrate treatment strategy and meal announcement technique during the learning period. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors during system adaptation and meal announcement practices.